Event description:
There were two endeavor spring rapid exchange (rx) drug eluting stents implanted in the saphanous vein graft (svg) to the right posterior descending artery during index procedure. One day later, the patient was discharged home from index hospitalization. It is reported that the subject presented with exertional angina and was admitted to the hospital with a non-st elevation mi approximately 3 months post index procedure. Left heart catheterization showed occlusion of the svg (site of index procedure) to the right coronary artery (rca). A pci of the rca was attempted but reported unsuccessful. It was decided the subject would be treated medically. The event was reported as resolved approximately 5 days later and the subject was discharged home. In the opinion of the investigator this event was considered moderate in intensity, not related to study drug, unlikely related to study device, and unlikely related to study procedure. (Ref MFR # 9612164-2011-00558 ).

Manufacturer narrative:
(B)(4). Results: (occlusion, mi).